Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software intermittently did not function as intended. Reportedly, the control iq software did not accurately adjust the amount of insulin delivered and intermittently turned off without user input. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 54-397 mg/dl.